Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
During (B)(6) 2019 a patient had reported having possible reaction issues to arthrex ar-1928snf, corkscrew suture anchors that had been implanted (B)(6) 2016. The prior report has been recorded in the arthrex system under reference: case (B)(4) and was reported to the FDA (1220246-2019-01534) on 12/26/2019. The patient has notified arthex that she was later referred to the mayo clinic where she underwent surgery on (B)(6) 2020 during which the new surgeons removed the two arthrex implants and also repaired an abductor tendon tear. The implants were given to the patient. The patient is currently recovering from the surgery and is hopeful that she will be able to resume walking and that the pain will continue to decline.